Event description:
User facility voluntary medwatch was received from cdrh that stated the following: "initial volun (B)(6) 2014: the pump functioned normally the night she came in. The daughter attempted to change the dobutamine bag since the other bag was running out. According to the daughter, she followed the procedures that she had been taught and also saw on the video recording (family recorded the nurse changing the bag). Pump started to beep indicating, "distal obstruction," message. Daughter followed the troubleshooting guide, checked the clamps, also the lines, she also called the 1800 number but was unable to resolve issue. Pt was without the dobutamine drip for 45 mins. Daughter took the pt to the emergency room. Pt put on the dobutamine drip with the hospital pump." Concomitant medical products (f): rate: 5mcg/min (11.1 ml/hr) continuously. Upon further query, the following info was provided that indicated, a delay in critical therapy following a distal occlusion alarm. On an unspecified date and time, the device was programmed in the continuous mode to deliver an unspecified concentration of dobutamine, via a medport and the delivery was started. No further programming parameters were provided. On (B)(4) 2014, at an unspecified time, the homecare pt's daughter reported the device alarmed with a distal occlusion alarm which could not be resolved with troubleshooting. At that time, the pt was reported to be coherent and stable. After an unspecified length of time, the pt became unresponsive and was taken to the emergency dept. The device was removed from use. The pt was admitted to the hosp for one day. At that time, it was reported the pt was coherent, stable and had decided to transition to hospice care. Though requested, no further info was provided.

Manufacturer narrative:
At this time the, the customer will not be returning the device for eval. If the device is received a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Attachment: user facility voluntary-medwatch was received on (B)(4) 2014. The report number is mw5036586. This report represents all the info known by the reporter upon query by hospira personnel.